Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the rotations per minute dropped to 75,000 while running the temperature test, the console read e5 error code and the thermistor was bad. Therefore, the reported condition was confirmed. It was determined that the drop of the rotations per minute was due to the e5 error code. It was determined that the e5 error code was caused by a short in the device. It was determined that the thermistor was bad due to corrosion from sterilization/immersion. The assignable root cause was determined to be misuse, abuse and/or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was getting hot. There were no delays to a planned surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.